Event description:
Customer reported that the buttons on the insulin pump were not working properly. Customer stated that the only button that was responding at all was the down button intermittently. Customer did not recall any significant events leading up to this issue. Blood glucose level was 105 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with an intermittent button due to moisture damage at keypad traces. Insulin pump received with cracked cast at display window corners and battery tube threads. Insulin pump received with minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).